Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to any service performed on the device during the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient had just had the pump placed and it was alarmed no disposable clamp tubing. The pump was stopped and continued alarming. The medication was 5-fu with reservoir volume 97.6 ml, rate 2.2 ml per hour, and 2.0 ml given. The set flow rate was 2.0 ml per hour. The caller denied air in the tubing. The pump was powered down, the clamp closed, and the cassette removed. No bubbles were observed in the tubing extending across the top of the cassette. The cassette was tapped on a firm surface and the tubing was massaged. The cassette was reattached and the pump was started, but the screen displayed ¿no disposable pump won't run.¿ the troubleshooting steps were repeated a second time with the same results. The caller was instructed to turn the pump off, close the clamp closest to the port, and call the doctor immediately. The event occurred while use with patient at patient's home. The operator of the device was health professional. There was patient involvement with no patient harm.